Event description:
It was reported that the patient line of three (3) homechoice cassettes leaked. This occurred during an unspecified process step for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - the devices were manufactured at one of the two following manufacturing sites: baxter healthcare -(B)(4). Baxter healthcare - (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.